Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was harder to push and less responsive. Customer's blood glucose value was unknown at the time of the incident. Customer stated that insulin pump received unexplained no delivery alarms recurring 2-3 times per month and alarm harder to hear for her. Customer also stated that insulin pump was chipped, back light no longer functions and insulin pump was rejected a new battery only once. The device will not return for analysis.